Event description:
Reporter stated that on (B)(6) 2010, the patient came in through their facility emergency department. The patient was agitated and became very aggressive and violent. Then, their staff applied the restraint cuffs to the patient. Afterwards the patient's restraint ankle cuff strap completely pulled out frayed and shredded approximately one inch. Reporter stated their investigation found that the ankle strap was wrapped around the bottom outside of the stretcher. The ankle straps had not been applied correctly to the bed frame. Reporter stated they believe the product problem occurred as a result of incorrect application. There was no patient nor staff incident or injury reported.

Manufacturer narrative:
(B)(4). Device: restraint strap came out, shredded. (B)(4). Product was requested to be returned for evaluation and has not been received. (B)(4).